Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force sensor alarm during prime/delivery test at 4 lbs due to protruded/loose drive support disk. Motor passed motor test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 145 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was protruded. Customer reported that drive support cap was sticking out for a year and he would manually stick it back in for insulin pump to work. Customer was advised that insulin pump would need to be replaced.